Event description:
A customer reported an issue with incorrect pump time settings which led to a ¿high¿ display for their blood glucose level, although the specific value was unknown. There was no adverse impact to the customer's blood glucose level as they managed the situation with a correction bolus via the pump. Technical support assisted the customer with updating the pump time and advised monitoring the time for any recurring discrepancies. The customer comprehended and agreed to follow up if needed.